Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole on the atrial and right ventricular (rv) channels. A revision procedure was performed and the associated leads were removed from service and replaced. No adverse patient effects were reported.